Event description:
On (B)(6) 2013 the patient¿s programming history was reviewed and it was observed that on date of implant, (B)(6) 2008, a faulted system diagnostics test occurred that changed the patients¿ settings from output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet pulse width=500usec/magnet on time=30sec to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. A final interrogation was not performed and it wasn¿t until the patient¿s next visit on (B)(6) 2008 that the settings were corrected.

Manufacturer narrative:
Analysis of programming history.